Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation. It is unknown which lead was explanted, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-23579. It was reported that the patient was experiencing ineffective therapy due to high impedance. Reprogramming was unable to resolve the issue. As a result, one of the patient's occipital leads was explanted and replaced. Therapy was restored following the procedure.